Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient stated that she felt a burning feeling with stimulation. Patient also stated that it feels like she was constipated but she said she was not constipated. They had patient turn her stimulation down and she stated that it was comfortable. The patient mentioned 2 days later that she was not feeling good and she went to the hospital on (B)(6) 2019. The reported issue was not resolved at the of time this report. The was no surgical intervention planned or occurred. There were no further complications reported at this time.